Event description:
The customer reported to olympus that they identified the following issues with the device: low angulation with the right and left angulation malfunctioning, leakage from the bending and insertion tube, foggy image, and scratches on the distal end. There were no reports of patient harm associated with this event. Upon inspection and testing of the customer returned device, the endoscopic image was blurred. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, it is likely that the blurry image was displayed due to the following: the entire image was blurred due to damage to the charge-coupled device (ccd) unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. Testing and inspection confirmed the customer¿s complaint (low angulation with the right and left angulation malfunctioning, leakage from the bending and insertion tube, and scratches on the distal end). Due to wear of angle wire, bending angle in up/down left/right direction did not meet the standard value. Scratches on the distal end were caused by handling. Air and water were leaking from the insertion tube/bending section. In addition, the following was also found: due to a cut on the bending section cover and connecting tube, water tightness is lost. The nozzle and objective lens is dirty due to insufficient cleaning. Due to physical stress the switch number 1 had a cut. Due to physical stress the scope connecter was corroded. Due to insufficient cleaning the right/left and up/down knob was dirty. Due to deformation of lock engagement lever, up/down knob cannot be locked securely. Due to breakage of light guide bundle, illumination is uneven. Due to damage on charge coupled unit, the image has black and white dots. Due to damage on the charge coupled unit, the specified resolving power is not obtained. Due to clogging of nozzle, water removal ability did not meet the standard value. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.